Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that the customer experienced low blood glucose (bg) levels (42 mg/dl). Customer stated they are working with their health care professional on adjusting the pump settings. Customer ate carbohydrates to bring bg levels back to target range.